Event description:
The customer reported that the system failed to display fluoroscopic exposures and exhibited a non-recoverable loss of functionality. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
No ge healthcare service was provided. The reported problem was addressed and resolved by the customer by removing and repairing the camera assembly. A ge service representative calibrated the camera and confirmed the repair. The system was tested and found to be working as intended and put back into service.